Manufacturer narrative:
(B)(4) inherent risk of procedure (removal difficulty), patient's condition affected effectiveness of device (angulated aorta), device failure/lack of effectiveness related to patient condition (angulated aorta).

Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 57 mm diameter abdominal aortic aneurysm. The aortic neck is 14.4 mm in length and it was 22 mm in diameter proximally and 24 mm distally. There was severe angulation of the mid section of the aorta. It was reported that an endurant aortic cuff was deployed proximal to the bifurcated stent graft and when the physician tried to retract the spindle it got caught on something and became difficult to push proximally. After further attempts it became possible to push the delivery system proximally (about 1mm) from the supra renal stent, and then it was possible to retract the spindle. After removal of the delivery system, a small piece of the vessel intima came out with it. It is unknown which vessel this came from and at what point it occurred; however, there was no patient injury and no additional intervention or surgery was required. The patient is fine. The delivery system was discarded.